Event description:
It was reported the patient¿s stimulation has been ¿very spastic¿ and causing them a lot of pain and spasms in their legs. No matter what setting the patient is on they are having these problems which started a couple weeks ago, but are getting increasingly worse. The patient had an appointment scheduled for (B)(6) 2014 and wanted their manufacturer representative present. No interventions or outcome was provided; however, additional information has been requested and if received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).